Manufacturer narrative:
The brakes were old and worn. Technician rebuilt brake block mechanism and replaced old worn casters. No injuries reported.

Event description:
Technician alleged brakes would engage but wouldn't hold.